Manufacturer narrative:
Block b3: exact date unknown, event occurred within the last year. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5147065/5147246.

Event description:
It was reported that the patient was experiencing intense stimulation in the legs when laying back. The patient underwent an explant procedure. All device components were removed and not returned.